Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. Based on the information provided, the difficulty retrieving the filter was most likely due to a large embolic load causing difficulty retracting the filter into the retrieval catheter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a calcified lesion in the right superficial femoral artery. The emboshield nav6 embolic protection device (filter) was placed distal to the lesion and atherectomy was performed, filling the filter with debris. Due to its fullness, the filter could not be retracted into the retrieval catheter or sheath, so it was pulled up against the sheath, and the sheath and filter were removed as one unit. There was no adverse patient effect or a clinically significant delay in the procedure. The sheath was re-advanced, and the procedure was continued. No additional information was provided.